Manufacturer narrative:
Following new information, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up and later data analysis, right atrial lead anomalies were noted. No reported issues from the field representative; however during data analysis, noise, oversensing and low pacing impedance measurements were noted. To date the lead remains implanted and in service with no changes. The integrity of this product will be assessed during the associated device change out.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During the associated device change out, no lead issues were identified. To date, this lead remains implanted and in service.